Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I keep buying these (didn't save rct.) And the same thing keeps happening. I trim it a little and in about 3 wks, the two layers separate and I have to throw it out.